Manufacturer narrative:
(B)(4). Investigation summary: the device was /returned in good condition. However, no click sounds were heard when the trigger was pressed. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. Upon disassembly, it was found that the clicker was broken at one end. The broken piece was found. Possible cause of clicker damage is repeated cycling of the handle trigger in excess of the low cycle fatigue limit of the clicker component. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during testing of harmonic instruments, there was a clicker failure, the part in the handle that provides audible feedback, wasn't providing the audible feedback. There was no patient involvement.